Event description:
During a survey, an unspecified healthcare worker was asked ¿if the anastomotic patency for the patient was compromised, did the flow coupler allow for salvage of a compromised free flap?? The clinician responded: ¿no." These events likely required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information could not be obtained. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.